Event description:
During a rotator cuff repair the surgeon was using the knot pusher to tighten the knot over the t-bar when it cracked. Pieces of the bar remain attached to suture and remain in their original position with respect to the anchor and the suture. Tissue under the t-bar was noted to be very thick and the t-bar had sunk down in the middle. Surgeon left the device in place. One additional quick t and two twinfix ti 5.0 anchors with needles were used to complete the repair. Surgeon planned to "pull tissue" over the edges of the cracked t-bar to cushion the area. Repair was completed uneventfully. No patient injury or complications resulted.